Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the iliac vessels were small/normal without tortuosity or calcification. It is reported that, as the surgeon was closing the right groin incision, the pt's blood pressure dropped and the pt began to exsanguinate. An occlusion balloon was inserted on the left side to control bleeding, and the physician further opened the iliac incisions. The physician found that the left external iliac artery had pulled completely away from aortic bifurcation, and that the separation had possibly occurred when the sheath was being removed. It is reported that the 22 french sheath was "tight" in the left iliac artery. The iliac arteries were further exposed, and the left distal common iliac artery was ligated. A right-to-left femoral-femoral bypass graft was then performed. The pt was hemodynamically compromised in critical condition requiring 7-8 units of blood products. One week later, while still hospitalized, the pt experienced symptoms of thrombosis with paraplegia and blue coloring of the lower extremities. The pt was emergently converted to open surgical repair. It is reported that the pt recovered from the effects of paraplegia and has no deficits. The pt was discharged from the hosp and 1 week after returned for an emergent bowel resection. It is reported that the pt suffered bowel ischemia due to the thrombosis of the right limb graft. It is reported that the pt is fine.